Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized for elevated blood glucose (bg) levels; an exact value was not provided. The cause for the elevated bg was a bent non-tandem cannula upon insertion of the infusion set. Multiple attempts were made by tandem technical support to gather further information regarding the incident; however, all were unsuccessful.